Event description:
A physician attempting implantation of a vena cava filter from the femoral approach found that he was unable to deploy the filter when it reached the distal end of the introducer sheath. An attempt with another filter from the femoral approach also failed in the same manner. Both filters and introducers were returned to the MFR for testing and analysis. Testing showed that both introducer sheaths were within specs, and both filters were within specs when passed through the sheath simulating a jugular approach. When simulating a femoral approach, however, one filter was at the upper limit of its spec, while the other exceeded the spec significantly. Routine testing procedures for all filters have been changed as a result of these findings, and all filters will be tested from the femoral approach prior to final qa/qc clearance. The pt suffered no adverse effects from these deployment failures.